Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised due to pain, elevated cobalt and chromium level, failed left total hip arthroplasty with evidence of metallosis and corrosion at the head taper junction. Revision note reported a gray metal staining about the capsule. There was metal staining and corrosive changes in the trunnion of the stem. The cup was well fixed. Lab result for cobalt and chromium level are above 7 ppb. MRI does show pseudotumor about the left hip. Doi: (B)(6) 2010 (liner, head) doi: (B)(6) 2007 (stem) dor: (B)(6) 2019 left hip, second revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. The device code corrosion is corrected to taper to capture the specific deficiency.